Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation other = no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that an architect analyzer generated elevated cea results for one patient sample. The initial result was 5.75 ng/ml and the retest result was 2.05 ng/ml. There was no impact to patient management reported.

Event description:
It was reported that the vns patient was seen for a follow up visit due to a recent increase in seizure activity, below pre-vns baseline. When the device was tested, both normal mode and system diagnostic tests revealed high lead impedance, dcdc = 7, eos = no. The device was turned off after the high impedance result was observed. There was no report of trauma and the patient is non-verbal and non-ambulatory. The physician does attribute the increase in seizures to the lack of vns therapy being delivered as a result of the high lead impedance. X-rays have not been taken, and the revision surgery has been cancelled as the patient is being worked up for brain surgery. The device remains implanted, but programmed off.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.